Manufacturer narrative:
Unit passed the functional test, including self-test, a-21 error test, displacement test, rewind, basic occlusion test, occlusion test, prime/a33 test, off no power test and excessive no delivery test. No battery out limit alarm noted. All operating currents are within specification. Unit received with partially broken reservoir tube lip, minor scratched display window, cracked belt clip slot, broken battery tube threads, cracked reservoir tube window, cracked case at reservoir tube window corner, missing end cap sticker and slightly tilted and loose drive support disk.

Event description:
The customer reported via phone call that the insulin pump had a recurring battery out limit. Blood glucose level at the time of the incident was 100 mg/dl. Customer also reported that the battery compartment was damaged. The customer was advised that the insulin pump would be replaced and agreed to return the product for analysis.